Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found one customer experience with the issues of fluid leaking and m31 air detected in cassette warning within 90 days of the notified date. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting a liberty cycler alarm that an additional fluid leak was observed a month prior to the call. Exact date of the event is unconfirmed. The patient was advised to contact the peritoneal dialysis nurse. Additional information was solicited.